Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: 30-jun-2017, UDI#: (B)(4). A medtronic representative (rep) went to the site to test and service the equipment. The computer was replaced, thus resolving the issue. The navigation system then passed the system checkout and performed as intended. It was noted that after the new computer replacement, the rep reported that multiple times after shutting down or exiting the application the system would go to no signal. The rep disconnected the video cable on the computer side, went into the video splitter, resat the cables, and the monitors both displayed video normally. The computer was returned to medtronic for evaluation. Functional testing and visual/physical examination were performed. The computer booted normally to the application screen, the installed applications all started and ran normally, and no automatic re-boots were observed during burn-in testing. However, it was found that there were bad sectors on the returned computer. It was determined that the computer had a failure related to a hard drive malfunction. This issue was documented in a hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system was rebooting itself. There was no patient present when this issue occurred; the surgeon was planning for a case for the following day when this occurred. The site brought in a different medtronic navigation system to do the planning. A medtronic representative (rep) performed troubleshooting at the site. The rep confirmed that the system was booting up to the grub menu. The rep also verified that the delete key was not stuck or being pressed. The rep further indicated that during the boot-up sequence, the system was unable to get to the application launcher and consistently restarted after attempting to load the ¿grub loader.¿